Event description:
Bilateral capsular contracture, baker grade 3, right-side.

Manufacturer narrative:
The device was returned intact and functional; the device weighed 2.5g over specification.

Manufacturer narrative:
D8: device available for evaluation? Yes. D9: device returned to manufacturer? Yes. Date device returned to manufacture: 14-feb-2022.